Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set came apart at the distal port. The following information was provided by the initial reporter: lain IV tubing used for dse, came apart at distal port.

Manufacturer narrative:
This complaint has been determined to be a duplicate of MFR report# 9616066-2022-00650. The original submission, 9616066-2022-00645 can therefore be disregarded.

Event description:
It was reported that the bd alaris smartsite gravity set came apart at the distal port. The following information was provided by the initial reporter: lain IV tubing used for dse, came apart at distal port.